Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for evaluation and was tested after arriving in fs. The issue with properly detecting the purge disc was reproduced, and purge retainer was confirmed to be broken. The root cause of the issues detecting the purge disc were due to a broken purge pressure sensor retainer.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the purge disc holder of an automated impella controller (aic) was cracked and unable to detect the purge disc. The aic was swapped to resolve the noted issue. There was no patient harm.